Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿e222 (communication error with the processor)¿ occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of loose coupler was confirmed. Screw nut on the coupler was loose. The device evaluation found the label on the rear cover was faded. Unit passed all functional and leak tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the coupler on the 4k autoclavable camera head was loose. Inspection and testing of the returned device found e222 error code was intermittently displayed due to a faulty cable. The issue was found during preparation for use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.